Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having external power disconnect alarms on their mobile power unit (mpu). The patient checked all connections and changed to batteries. Patient hooked back up to their mpu while on the phone with the site and the alarm occurred again so the patient switched back to batteries. Patient stated that one of their cords had a kink in it. Exchanging the mpu resolved the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed. Initial inspection of the returned mobile power unit, serial (B)(6), revealed a cut on the patient cable silicone jacket. The mpu was connected to a mock circulatory loop. A no external power alarm activated while manipulating the patient cable specifically around the identified cut on the silicone jacket. The cable around the cut was stripped down to the wire revealing a damaged internal wire. A root cause of the reported event was determined to be a damaged internal wire within the patient cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the mobile power unit. No further information was provided. The manufacturer is closing the file on this event.